Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0205218680 implanted: (B)(6) 2011 product type lead product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) 2011 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported device information.

Event description:
It was reported that high impedance greater than 5k ohms was detected on the left-sided contact 0 of the deep brain stimulation system two days after an implantable pulse generator (ipg) change. The patient underwent a routine ipg change, and immediate post-operative impedance testing for both left and right sides showed stable results similar to pre-operative values. The following day, impedance testing revealed high impedance on left contact 0, which was being used for therapy. Device reprogramming was required, and the therapy contact was changed to another contact to assess clinical efficacy. The patient will be followed up in the coming weeks to evaluate the effectiveness of the changes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40 (lot: 0205218680); product type: 0200-lead; implant date (B)(6) 2011; brand name activa; product ID 37085-60 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The change of programming has worked to resolve the patient's symptoms, therefore, patient will be evaluated in six months.